Manufacturer narrative:
Initial reporter telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) has visual disturbances (waxy and unclear vision) after implantation. After a 1-month follow-up, the surgeon explanted the lens and exchanged it with another refractive iol (lentis iol) from a different company. Additional information revealed that the patient's post-explant vision is good, and the surgeon believes that there is no miscalculation for iols and no surgical issue in this case. No further information is available.